Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an off no power alarm and failed battery test alarm. The customer changed the battery but when trying to program a bolus; she found that the bolus wizard or manual bolus button would not respond. She tried two different batteries but issue persisted. During troubleshooting the customer was asked to check the battery cap and battery compartment for damage but she refused adjust inserted a new battery. The customer expressed her disappointment about not receiving a new insulin pump as when it was replaced and requested to ask to a different representative. While being transferred, the call disconnected, she was called but customer could not be reached. Blood glucose value is unknown. The insulin pump would not be replaced or returned for analysis.